Event description:
It was reported to boston scientific corporation that the anterior pelvic floor repair procedure was performed using a horizontal incision and that the mesh erosion occured at the incision site. The patient was prescribed premarin post-procedure. It was reported that on (B)(6) 2010, the physician excised a 3 centimeter by 3 centimeter portion of the mesh, and the patient was prescribed antibiotics prophylactically following the excision. The patient was subsequently hospitalized overnight following the excision "due to patient preference, not because it was needed as part of the intervention." The physician does not believe the device had a relation to the problem, and the physician does not plan any further medical intervention for the patient, who is reportedly "fine."

Event description:
It was reported to boston scientific corporation that following an anterior pelvic floor repair procedure performed on (B)(6) 2010, the patient presented with mesh erosion. The 1 centimeter sized erosion was reportedly on the patient's right side and into the vagina. While purulent discharge was observed by the physician, there was no tenderness or indication of abcess. The physician treated the erosion with vaginal cream (type unknown) and has reportedly scheduled a time to remove the eroded mesh (date of planned intervention unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the patient's exact age is unknown, she is reported to be over 18 years of age. Although the lot# is unknown, the complainant indicated that the device was not used past its expiration date. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
'Patient age', 'other relevant history', and 'describe event or problem' updated with additional information.